Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. An invasive procedure was performed. It was reported that placement difficulty was experienced when this lead was initially implanted. This lead was capped and an epicardial lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.